Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the communicator for the patient with this implantable cardioverter defibrillator (ICD) displayed a red call doctor flashing light. At this time, the cause for the alert remains unknown; however, it was noted that the communicator had sent a data update the day after the allegation where no alerts were seen. This device remains in service. No adverse patient effects were reported.